Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet was implanted with 1 partial recapture. The patients act levels were 275 and was administered protamine. On an (B)(6) 2024, the patient had a pulmonary artery (pa) perforation that caused a pericardial effusion leading to cardiac tamponade. On and unknown date the patient ended up passing away. The device stabilizing wire was thought to be the cause of the perforation.

Manufacturer narrative:
Additional information received indicates that this event is a duplicate of another event: (B)(4), (B)(6) and was also reported: 2135147-2024-04369. As such, this report shouldn't have been sent. Going forward, this case will be handled in (B)(4), (B)(6) and subsequently reported under 2135147-2024-04369.

Event description:
Clinical study: (B)(6). Additional information received indicates that this event is a duplicate of another event: (B)(4), (B)(6) and was also reported: 2135147-2024-04369. As such, this report shouldn't have been sent. Going forward, this case will be handled in (B)(4), (B)(6) and subsequently reported under 2135147-2024-04369.